Event description:
It was reported that patient feels "pounding in her chest especially when lying on her side". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.